Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device and as a result, the customer was unable to obtain sensor scans. The customer experienced symptoms of shaking, sweating, and confusion and was provided a glucose gel by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor ((B)(6)) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing while in the test fixture. All results were within specification. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: d9 - device available for evaluation changed to yes h3 - device returned to manufacturer changed to yes h6 - type of investigation updated to b01, b012, b14 h6 - investigation findings updated to c19 h10 - additional mfg narrative has been corrected.

Event description:
A customer reported that a sensor error message was received with the adc device and as a result, the customer was unable to obtain sensor scans. The customer experienced symptoms of shaking, sweating, and confusion and was provided a glucose gel by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.